Manufacturer narrative:
Repairs have not been completed.

Event description:
The account's engineer stated that the knee up and head up functions will not work, but will work in sensor calibration mode.